Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow up a patient's peritoneal dialysis registered nurse (pdrn) reported the patient went into the clinic on (B)(6) 2017 with cloudy effluent. The pdrn stated that the patient had gotten peritonitis due to an infection but wasn't sure of the infection type. The patient wasn't hospitalized, but he was prescribed antibiotics zantomytin and ceftazidime for the peritonitis. She also noticed a significant amount of fibrin so the patient was additionallyprescribed heparin. Pdrn later confirmed the patient's peritonitis was caused by a breach in aseptic technique. The specific bacteria could not be specified.

Manufacturer narrative:
(B)(4). A follow up will be submitted following the plant evaluation.

Event description:
During follow up a patient's peritoneal dialysis registered nurse (pdrn) reported the patient went into the clinic on (B)(6) 2017 with cloudy effluent. The pdrn stated that the patient had gotten peritonitis due to an infection but wasn't sure of the infection type. The patient wasn't hospitalized, but he was prescribed antibiotics zantomytin and ceftazidime for the peritonitis. She also noticed a significant amount of fibrin so the patient was additionally prescribed heparin. Pdrn later confirmed the patient's peritonitis was caused by a breach in aseptic technique. The specific bacteria could not be specified.

Manufacturer narrative:
Conclusion: while a temporal association exists between fresenius products and the patient experiencing slow drains, cloudy pd effluent with observable fibrin and subsequent diagnosis of bacterial peritonitis (unknown organism); there is no documentation that shows a causal relationship between fresenius products and the event of bacterial peritonitis. Fibrin in the pd effluent is a known potential source for drain complications during pd treatment. Furthermore, the cause of peritonitis is possibly related to patient touch contamination during ccpd treatment and/or as a result of another infectious source (unknown origin/date/ etiology), as reported by the pd nurse.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was reported by his pd nurse to have presented to the dialysis clinic on (B)(6) 2017 with cloudy pd effluent/ observable fibrin and subsequently diagnosed with bacterial peritonitis (unknown organism) which did not require hospitalization. The pd nurse reported the patient had a breach in aseptic technique (during ccpd therapy; unknown date) which caused the bacterial peritonitis. However, the pd also stated the patient had another infection (unknown origin/unknown source) which may have also contributed to the development of bacterial peritonitis. The pd nurse further stated the patient was treated with zantomytin and ceftazidime. It was reported the patient self-administers heparin during ccpd treatment to ameliorate the notable fibrin in the patient¿s pd effluent. The pd nurse reported the patient was recovering from the bacterial peritonitis event and continued on pd therapy without reported further issues.